Event description:
It was reported that the left ventricular (lv) lead had high and unstable thresholds depending on the patient's posture. Lead extraction was attempted by pulling the lead, however, the lead lodged in the coronary sinus and extraction was abandoned. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, lead, implanted: (B)(6) 2012. (B)(4).